Manufacturer narrative:
(B)(4). Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See picture attachment file for details. Unable to confirm insertion/needle complaint due to customer returned sensor only, no needle.

Event description:
It was reported via phone call that they removed the sensor from the insertion site but there was no cannula. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The cannula was not stuck to the adhesive. It was found that the sensor¿s cannula fractured while in the body. They were referred to their health care professional. The product will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report were incorrect. However, we have received new information which has been updated on this report to reflect the correct information.